Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that upon interrogation, it was found that this pacemaker device had reverted to safety mode operation. Data has not been provided to allow analysis. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that upon interrogation, it was found that this pacemaker device had reverted to safety mode operation. Data has not been provided to allow analysis. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported.

Event description:
It was reported that upon interrogation, it was found that this pacemaker device had reverted to safety mode operation. Data has not been provided to allow analysis. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported. Additional information was requested, but no response has been received at this time.

Manufacturer narrative:
Additional information related to the initial reporter was requested, but no response has been received at this time. Should additional information become available this report will be updated. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.